Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that during the procedure, the guidewire (subject device) broke off in the patient. A sling was used to remove the broken fragment. The procedure was completed successfully. There were no clinical consequences to the patient. No further information is available.

Event description:
It was reported that during the procedure, the guidewire (subject device) broke off in the patient. A sling was used to remove the broken fragment. The procedure was completed successfully. There were no clinical consequences to the patient. No further information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿nv ¿ guidewire broken/fractured during use¿.